Event description:
A (B)(4) male admitted for sah and hydrocephalus on (B)(6) 2015. Evd placed on (B)(6) 2015 for sah. On (B)(6) 2015, pt transferred from CT scanner to bed. During transfer, the evd pressure cable was caught on pt's bed and pulling on evd. While loosening pressure cable. Rn found the evd bag had dislodged from evd. No pt harm occurred.